Event description:
A covid + patient was admitted with cardiogenic shock. The team placed an impella 5.5 pump for hemodynamic support due to poor condition and possible cardiac surgery. The 5.5 pump supported the patient for 8 days when the patient stepped upon the cable and separated the pump/cable, which lead to a pump stop. The pump was replaced.

Manufacturer narrative:
The medical center did not return the pump product for investigation. The team did relay that the patient had stepped upon the pump cable, and this caused the pump to stop. Should more details be shared regarding the pump stop and root cause, another report will be filed.